Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. No further information or clarification was provided by the customer. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer picture to our supplier for their investigation and comments. A review of the documents of the concerned material/batch showed no documentation indicating a deviation. Retain samples were visually inspected; no deviations were observed. Safety activation test was conducted for the retain samples. All safety mechanisms worked properly and locked without damaging in the components. From the appearance of the sample in the customer picture, it was surmised that the hub may have been broken due to excessive bending force during operation. Model tests confirm that by bending the hub manually during activation of the safety mechanism, the hub can be broken at the same point as the complained sample. Therefore, it is believed that the cause of the customer's broken sbcs stemmed from undue force during activation of the safety mechanism that led to distortion and subsequent breakage of the hub. This cause of the event cannot be determined.

Event description:
Customer states butterfly needle broke after engaging safety function post blood collection. Needle and safety holder broke off of tubing. Removed another device with same lot number. When engaging safety needle, device broke in same place. Found a different lot number for butterfly and engaged safety feature, this did not break. Employee received a needle stick. No injury to patient.